Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of hospitalization. The customer's son stated that they were treated during the hospitalization. The customer's son stated that they were wearing the insulin pump during hospitalization. The customer's son also reported high blood glucose of 347 mg/dl and treated with manual injection which brought down the blood glucose to 180 mg/dl. The insulin pump will not be returned for analysis.